Manufacturer narrative:
This user facility is outside of the united states. The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following could not be completed with the limited information provided: brand name ¿ ni, device code - ni, device info - ni , PMA/510(k) number ¿ ni, manufacture date ¿ ni. Requested but not returned by hospital.

Event description:
It was reported the patient underwent a revision procedure approximately two months post-implantation due to fracture of the patient's tibia. The polyethylene bearing was removed and replaced. A plate was also inserted.